Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) with suspected premature battery depletion. It was noted the programmed left ventricular (lv) lead threshold was high. The crt-d was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.